Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the coil and the introducer sheath were returned for analysis. The coil was found with a section inside the introducer sheath. The introducer sheath was inspected and was found with blood on it. Also, the coil was hanging from the tip. The twist lock of the introducer sheath had been opened. The coil was removed from the introducer sheath without issues. The coil was inspected and was found stretched, kinked and with the interlock arm break off. Microscopic examination was done. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was found detached. Dimensional inspection was done and the dimensions that could be measured were found to be in specification with the exception of the fiber bundles, probably due to the coil stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016. It was reported that coil had encountered resistance inside micro catheter. The target lesion was located in the moderately tortuous and mildly calcified left internal iliac artery. During the procedure, device had difficulty reaching the target lesion due to sever resistance within the micro catheter. The procedure was completed with another of the same device. No patient complications reported and patient's status was good. However, device analysis revealed that the interlocking arm of the coil was found detached and the number of fiber bundles were below specification.